Event description:
It was reported that the device exhibited auto mode switch episodes due to far field r-wave oversensing. Programming changes were made. The patient was asymptomatic and stable throughout the event.